Event description:
The customer alleged an event of suspected positive biological indicator (bi). No injuries were reported for the unrecalled load. The unrecalled scope was used on a pt admitted for emergency ruptured appendectomy. There was no additional antibiotic prescribed for the pt.